Event description:
It was reported that it was not working for the patient and their health care provider (hcp) was going to put them on medication. The patient wasn¿t sure if the implantable neurostimulator (ins) was on. Every now and then the patient could feel something and the ins never really worked. The patient had an awful time getting it adjusted and got tired of fooling with it, so they stopped trying to use it. When the patient was sitting they felt stimulation fine, but when they stood up they wouldn¿t feel stimulation at all or felt it too strongly. The patient couldn¿t get the ins adjusted right. The patient could not get the patient programmer to bring any numbers up. The patient tried 2 new sets of batteries and was going to go out and get new batteries and call back. The cause of the event was unknown and the device was working properly. The patient had multiple reprogrammings without improvement in effectiveness. Two years later, it was reported that the patient never had therapeutic effect and the device never worked for their symptoms. The last time the patient used it was a couple of years ago when they tried again and it did not work. The patient had a hard time getting it adjusted. The patient followed what their hcp told them to do and was irritated. The patient had hip pain off and on for a number of months that started a little bit last year. The patient¿s orthopedic hcp ordered an MRI for the left side hip pain and the patient went to have it and was refused. The patient was frustrated that they were never told before implant that they couldn¿t have an MRI. If the patient would have known, they wouldn¿t have gotten it. The hcp did not think the left side pain was related to the device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v487231, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).